Event description:
Baxter (B)(4) received a report that a folfusor had a "tear in the cap". The concomitant medical products are currently unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of cracked coil cap. The root cause of the cracked coil cap was determined to be an operator error due to the misalignment of the stress member and cover. As a result, awareness training was given to all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Should additional relevant information become available, a follow-up medwatch will be submitted.